Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the reporter responded to ventec's requests for additional information and advised that the actual date of event was (B)(6) 2023. As a result, section b3, date of event, has been updated from (B)(6) 2023 to (B)(6) 2023. Additionally, patient information sections a2, a3, a4, a5, a6 and b7 have been updated accordingly. The device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated. However, during the device evaluation ventec did observe that the device was not providing breaths efficiently, resulting in low exhaled tidal volume (vte) levels. Ventec replaced the exhalation control module (ecm) to resolve the observed issue. Proper device operation was then confirmed through functional and performance testing. The cause of the reported no ventilation output could not be conclusively determined. The investigation determined that the cause of the observed low vte levels was the ecm.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device would not deliver volume (no ventilation output). There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. According to the healthcare facility, the device began alarming due to low minute volume, which prompted personnel to troubleshoot the device. The troubleshooting was unsuccessful so personnel placed the patient on another ventilator. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information about the patient and the event, however, a response has not been received.